Manufacturer narrative:
(B)(4).

Event description:
It was reported that a crack casing occurred. A encore¿ 26 inflation device was selected for use. Upon inventory check, it was noted that the encore inflation device had a crack on the casing. No patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection of the device revealed that it was returned within its original tray, however it was found sealed. The device presents a crack in its original tray near the rear part of the gauge of the encore device, compromising its sterility. A device history record review was performed and no deviation was found. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a crack casing occurred. A encore¿ 26 inflation device was selected for use. Upon inventory check, it was noted that the encore inflation device had a crack on the casing. No patient involvement.